Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, il was used as the state.

Event description:
It was reported that bd insyte autog bc catheter broke and a portion remained in the patient's arm. The following information was provided by the initial reporter: one issue with 20g catheter that was caught pulling it out and a piece looks like it potentially sheared off. They had to send the patient to the ER to have it removed if there was a small amount of it in the arm. Customer response on 07-may-2025. 1. Can you please provide an exact date of event? 04-24-2025. 2. Please describe any additional, unplanned medical or surgical intervention (e.g., additional/alternative medications, imaging, etc.) Required to avoid patient harm. The IV would not flush adequately after placed. The nurse got blood return but when the IV would not flush she went to pull it out of the patient's arm. At that time, the rn described it as feeling like she was pulling against resistance. When she was fully able to remove the catheter, it was not intact. This patient was sent to the emergency room and we have not been able to speak with her to see what happened once she was evaluated.

Event description:
No additional information.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed from the photograph that was provided for investigation; however, the root cause could not be determined. One photo and 201 representative 20g insyte autoguard bc units were provided for investigation. The photograph showed two 20g insyte autoguard IV catheters laying side by side. One IV catheter contained what appeared to be blood residue in the catheter and the length of the catheter tubing was shorter than the other IV catheter, which appeared to be unused. This type of damage can occur during the insertion process if the catheter tubing is damaged by the needle; however, the root cause could not be determined from the photograph. The instructions for use (IFU) warns, "if the needle is partially or completely withdrawn from the catheter tubing during insertion, do not re-insert the needle into the catheter tubing as damage may occur." A visual and microscopic examination of the returned samples that were received in sealed unit packages revealed no damage or defects associated with the reported issue. No other similar complaints were reported from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.